Event description:
Since childhood I've had severe myopia. Without the use of glasses I could not see well more than a few inches away. Knowing this, my ophthalmologist recommended I be evaluated for a study at usf using laser surgery to correct my myopia. After very thorough examinations and testing, I was deemed a good candidate for the study. In 1994, I underwent successful excimer laser photocoagulation on my right eye. In 1995, I underwent the same procedure on my left eye (which had a refractory of -8.5 diopters). This resulted in an accidental overcorrection, leading to scarring and compromised my vision. To work, I had to wear special glasses and use lights, which would lead to incapacitating headaches. A repeat procedure performed in 1996, did not improve my vision. In early 2007, I applied for disability due to my visual changes and headaches. While in the process of applying, I have been examined by several doctors and undergone dozens of test. I've also obtained all of my medical records including those from the study. During this process, as I researched & obtained more data, I became aware these procedures had been performed pre FDA standards. The FDA reports I found, state lasers "have not been shown safe and effective for several nearsightedness (more than -7 diopters"). The FDA also reports that unapproved lasers "could potentially cause severe eye injury". Quoting other sources (complications of laser keratomileusis with excimer laser) "correction of more than 6.0 -7.0 diopters should be considered a relative contraindication for prk at this time". - eyes like mine.